Event description:
A cartridge alarm 30 issue was reported by the caller during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to load a new cartridge using the proper technique, successfully resuming insulin therapy and resolving the issue.